Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 18-feb-2025. A review of the device history record (DHR) confirmed the cartridge lots met finished goods (fg) release criteria. Retained and returned cartridge testing for lot h24267a met the acceptance criteria outlined in appendix 1 of q04.01.003 rev an, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for chem8+ cartridge lot h24267a.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6)2025, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded discrepant potassium results on an 85-year-old male patient. There was no patient information at the time of this report. Return product is available for investigation. Method date k (mmol/l) I-stat (B)(6)2024 >9 I-stat (B)(6)2024 >9 I-stat (B)(6)2024 >9 roche (B)(6)2024 4.4 collect/test times: ni. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.